Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Date of event is unknown. It was reported to boston scientific corporation in early 2009, that a rx hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the distal tip of the rx hydratome was cracked and peeling. The procedure was completed with another hydratome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."